Event description:
The customer reported a fluid leak of approximately 2ml under the sample tube holder on a coulter act diff 2 analyzer. The leak was not contained within the instrument and no error messages were observed by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/09/2015 and discovered that the probe wipe block was worn attributing to the leak reported. The fse replaced the probe wipe block resolving the leak. (B)(4).